Event description:
It was reported that the camera control unit displayed no image. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer's allegation was not confirmed. Based on the results of the investigation, since the event was not reproduced, the presumed cause and root cause of customer's allegation of subject device displayed no image could not be identified. Olympus will continue to monitor the field performance of this device.